Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this device is not sold in the united states and therefore is not reportable in the united states. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the nurse tried to inflate the balloon upon insertion in the patient the catheter was unable to inflate. When the catheter was removed from the patient the catheter was inflated. The sample was disposed off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when nurse tried to inflate the balloon upon insertion while in the patient, it would not inflate. When the catheter was removed from the patient, it was inflated. The sample was disposed.